Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic patient reported that they were not experiencing what she experienced from the trial. Pt states that she received 100% improvement during the trial, but is not seeing that anymore with the permanent implant or she is not seeing the expected therapeutic relief ("its much less than that"). Patient also stated that they understood the swelling would go away. And on (B)(6) 2018 patient responded to a letter that was sent and said that the device was in the wrong location. No further complication was noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the cause of the implant not being in the correct location and not feeling stimulation was undetermined. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient they had been keeping a bladder diary and at first they weren't leaking but that now they were leaking and it was not good. The patient stated otherwise they had no urgency and no real accidents but they wanted to get rid of the leaking. The patient reported they had met with their health care physician (hcp) and their manufacturer representative (rep) but from now on they wanted to make adjustments on their own. While on the call the patient synced with the programmer and it showed stimulation was on at 1.6v on program 1. The patient then increased to 1.75v and felt stimulation and requested help in changing the program to 2. The patient stated their rep had previously told them they could change the programs. The patient reported they didn't think the therapy was working at all, (regarding leaking), so they went to the hcp. The patient reported they had been taking medications myrbetriq and vesicare and the patient reported they told the rep they were going to stop taking their medications and that they would adjust the device as needed. The patient then stated they got fed up with the leaking and called in today to ask for help making an adjustment. The patient reported if they had stayed on the medications there wouldn't have been any ¿inkling¿ that they were leaking. It was noted the patient felt stimulation in the correct bike seat area. The patient changed to program 2 and increased to 2.15v. The patient again stated they did not plan on following up with their hcp and that they were going to make all the adjustments on their own. There were no further complications reported/anticipated.

Manufacturer narrative:
Prior report had stated a letter was received on 04.04.2018, however the correct date this letter was received was on june 04, 2018. "And on (B)(6)2018 patient responded to a letter that was sent and said that the device was not in the correct location." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was requesting assistance in making adjustments to interstim settings because they had started leaking. The patient confirmed that their leaking got better after their previous call, however they started leaking again when they were on vacation. The patient was currently on program 2 at 2.95 and they had increased the amplitude from 2.60 to 2.95 prior to calling. The patient wanted to change programs so they changed to program 3 while on the call but they were not feeling stimulation sensation after increasing past 3.5 so they wanted to change to program 4 instead. The patient noted they would leave the interstim on program 4 at 1.20 and monitor their symptoms. It was noted the patient had an appointment with the health care physician (hcp) coming up in two weeks and they would follow up with them at that time regarding their leaking symptoms. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.